Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to achieve flows greater than 3 liters and had small pulsatility despite rvad support. It was noted on the CT that the inflow cannula was pointing anterior superior. The patient was sent to the operating room to attempt to reposition the inflow cannula by applying a tension suture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor ventricular assist device (vad) filling, inappropriate pump rotational speed. If information is provided in the future, a supplemental report will be issued.